Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable cause for the burnt distal end cover was most likely due to a high-energy treatment tool (laser, radiofrequency, etc.) Was used without ensuring a sufficient distance from the tip. The event can be detectable and preventable by handling device in accordance with the following IFU. 3.3 cleaning, disinfection, and sterilization procedures for the endoscope. 1.4 precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had angulation jam. There were no reports of patient or user harm associated with this event.